Manufacturer narrative:
Unit had unresponsive bolus express and esc buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's escape button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 466 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.